Event description:
The facility's pharmacist reported a possible free flow with product number 2l3000 50ml morphine syringe. During the postmortem clean up of the room the clinician found a crack in the syringe of the infusion pump. The plunger stopped at the 28-30ml mark, and the syringe was found to be empty.